Event description:
Patient reported primary surgery in oct 2020 with a stryker triathlon left knee with an "x3" and a "clean out" for infection on november 20, 2020 where nothing was removed. Since that time, she has been through follow-up scans and injections to address swelling, limping, and pain. Patient mentioned her doctor wants to treat her for "nerve damage" and the infection results came back negative. Patient noted she is in the process of retaining an attorney.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.